Event description:
Information received from the field does not address the patient's clinical status but notes that during an interrogation, the atrial and ventricular refractory periods were programmed to 175 and 150 ms respectively. Upon reprogramming, the refractory periods were auto programmed to 275 and 250 ms respectively. Per the manual, the lowest programmable values with sensor on are 225 and 200 ms respectively.~~~~~~